Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal colpopexy, perineoplasty, and cystoscopy; due to stage 4 uterine prolapse, and detrusor overactivity. The patient experienced dark drainage, excruciating pain with intercourse, terrific pain in the top of stomach while bending, as if there is a wall there blocking the patient from bending over; pain in groin, vagina is shriveled up, distorted looking and is a strange color. The patient can't sit on hard surfaces without having pain in vagina and back. The patient experienced pain in lower part of vaginal wall without taking pain medication; excruciating pain while walking, cannot go up and down stairs; incontinence; no rectal tone; no libido; adhesions; and recurring incontinence. It was reported that the patient underwent mesh revision on (B)(6) 2007 due to persistent pain. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was placed into the patient¿s body. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues.